Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed in the pcu event log. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse drugid 418 at a rate of 5.4ml/hr with a vtbi of 230ml at 7:50 pm on (B)(6) 2020. The infusion ran until 2:25 am on (B)(6) 2020 when the device was channeled off. The volume recorded as being infused during this period was 166.818ml. During the infusion, the device was programmed at doses that exceeded the guardrails soft limit of 0.5mcg/kg/min. These doses occurred on (B)(6) 2020: (B)(6). The pcu event log shows the user selected yes to the guardrails warning after programming the device at these times outside of the guardrails soft limit. A review of the device error logs found no errors during the time of the reported event. The root cause of the reported overinfusion was identified as due user programming. No device was returned for investigation. Device history review: review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 07 november 2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 13 november 2020 and indicated that this device had cad field work performed in october of 2015. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. No devices received, log review only.

Event description:
It was reported from the intensive care unit that at approximately 1am on (B)(6) 2020, a covering break nurse found the large volume pump infusing norepinephrine (levophed) 8mg/250ml to the patient at an unspecified rate that was higher than the maximum order dose of 0.5 mcg/kg/min. The patient deteriorated, however due to the do not resuscitate (dnr) code status order, there was no escalation of treatment, and the patient expired shortly thereafter during the same shift. There was a second infusion of d5w (dextrose water) with 150meq of sodium bicarbonate infusing at a rate of 100ml/hr through another large volume pump during the time of the event. The customer stated that the levophed infusion was programmed using the alaris guardrails drug library, and requested assistance determining if the pump was programmed correctly or "at a higher rate than that dose." Although requested, further information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported from the intensive care unit that at approximately 1am on (B)(6) 2020, a covering break nurse found the large volume pump infusing norepinephrine (levophed) 8mg/250ml to the patient at an unspecified rate that was higher than the maximum order dose of 0.5 mcg/kg/min. The patient deteriorated, however due to the do not resuscitate (dnr) code status order, there was no escalation of treatment, and the patient expired shortly thereafter during the same shift. There was a second infusion of d5w (dextrose water) with 150meq of sodium bicarbonate infusing at a rate of 100ml/hr through another large volume pump during the time of the event. The customer stated that the levophed infusion was programmed using the alaris guardrails drug library, and requested assistance determining if the pump was programmed correctly or "at a higher rate than that dose." Although requested, further information was not provided.